Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic nissen procedure, the doctor started using the harmonic, halfway into the operation, the product stopped working. They switched on and off and torqued again, but the device still didn`t work. The procedure was finished without the product, using electrocautery. The tip broke off during the cleaning process. There were no adverse consequences for the patient. Additional information: no contact with metal or plastic or staple lines. The tip fell off during cleaning process after the case. It just stopped working during the case. No piece fell off in patient.